Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The pump passed the prime, displacement and basic occlusion tests. However, the pump failed the excessive no delivery alarm test due to a faulty force sensor. Unable to confirm the motor error alarms due to the excessive no delivery alarms. The pump had a corroded motor home switch as well. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners.